Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 23, 2016 that an ultraflex esophageal ng stent was to be used in the esophagus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent half-way when the delivery system was blocked and the stent could not be released any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results an ultraflex¿ esophageal stent and delivery system was returned for analysis. Visual evaluation found the stent was partially deployed and the device shaft was bent. During functional evaluation, the stent was successfully deployed by pulling the pull ring. No other issues were noted with the device. There is no evidence that the device failed to meet specification. While the stent was possible to deploy during analysis, it is possible that operational factors may have affected stent deployment during the procedure. Taking into consideration the evaluation conducted at the complaint investigation site and the details of the event, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation on august 23, 2016 that an ultraflex esophageal ng stent was to be used in the esophagus to treat a malignant tumor during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician started deploying the stent half-way when the delivery system was blocked and the stent could not be released any further. The partially deployed stent was removed from the patient and the procedure was completed with another ultraflex esophageal ng stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.